Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing threshold was noted on the right atrial (ra) lead. The right atrial lead was explanted and replaced. No further information is available at this time.

Event description:
New information received states that the issue was discovered during in clinic routine follow up in (B)(4),2018. High threshold and loss of sensing was noted on the atrial lead. The patient had pericardial effusion in (B)(4)2018 and was treated with medications. The patient was admitted for the rate control of atrial flutter prior to the lead revision in (B)(4) 2018. Echocardiography was performed during the replacement procedure and was normal. Patient has not been seen in clinic since the lead replacement procedure.